Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a serial peripheral interface to motor programmable integrated circuit communication error alarm. Customer stated that the esc and act buttons were not responding. Customer's blood glucose was 147 mg/dl at the time of the incident. Customer stated that the alarm was received yesterday around 2:04 pm. Customer stated that the buttons seemed to work as she was able to clear the alarm after she removed the reservoir. Customer had a very bad night and was hypoglycemic. Troubleshooting was performed and the pump passed the self test. Customer was advised to monitor the pump.